Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: in my abdomen/ malposition of essure device, location of device: it had busted through fallopian tubes and had gotten caught somewhere'), fallopian tube perforation ('perforation (fallopian tube(s))/ malposition of essure device, location of device: it had busted through fallopian tubes and had gotten caught somewhere/essure had punctured both fallopian tubes and was a big mess'), uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ I was having severe abdominal pain and constant periods'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), uterine cancer ('tumor / teratoma / cancer type: inside ovaries and uterus'), ovarian cancer ('tumor / teratoma / cancer type: inside ovaries and uterus'), ovarian neoplasm ('tumor / teratoma / cancer type: inside ovaries and uterus') and abdominal infection ('infection (other) describe: abdominal due to essure') in an adult female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: norplant from 1993 to 1994; for an unreported indication: paxil from 2001 to 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device allergy ("allergic or hypersensitivity reaction type: to the coils in essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced abdominal infection (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required) and was found to have uterine cancer (seriousness criterion medically significant) and ovarian cancer (seriousness criterion medically significant). On an unknown date, the patient was found to have ovarian neoplasm (seriousness criterion medically significant), ovarian germ cell teratoma benign ("tumor / teratoma / cancer type: inside ovaries and uterus") and uterine neoplasm ("tumor / teratoma / cancer type: inside ovaries and uterus") and experienced allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain/ I was having severe abdominal pain and constant periods"), genital odour ("down below it smelled like dead meat/ skunk") and bladder injury ("he said that he nicked my bladder by accident during"). The patient was treated with antibiotics, ibuprofen and surgery (ablation on (B)(6) 2008 and total hysterectomy (uterus and cervix removed)/ oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, uterine cancer, ovarian cancer, ovarian neoplasm, abdominal infection, device allergy, female sexual dysfunction, migraine, allergy to metals, dysmenorrhoea, ovarian germ cell teratoma benign, uterine neoplasm, genital odour, bladder injury and dyspareunia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal infection, abdominal pain, allergy to metals, bladder injury, device allergy, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital odour, menorrhagia, migraine, ovarian cancer, ovarian germ cell teratoma benign, ovarian neoplasm, uterine cancer, uterine neoplasm, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2005 and explant date: (B)(6) 2011. He said that he nicked my bladder by accident during the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: I was advised the tubes were closed; in (B)(6) 2005: was advised the tubes were closed. Dr. Said the procedure worked and there were no complications.. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs received- lot number was added. New event dyspareunia (painful sexual intercourse) was added. Event onset date was added. Explant date was updated. Treatment drugs and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: in my abdomen/ malposition of essure device, location of device: it had busted through fallopian tubes and had gotten caught somewhere'), fallopian tube perforation ('perforation (fallopian tube(s))/ malposition of essure device, location of device: it had busted through fallopian tubes and had gotten caught somewhere/essure had punctured both fallopian tubes and was a big mess'), uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ I was having severe abdominal pain and constant periods'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), uterine cancer ('tumor / teratoma / cancer type: inside ovaries and uterus'), ovarian cancer ('tumor / teratoma / cancer type: inside ovaries and uterus'), ovarian neoplasm ('tumor / teratoma / cancer type: inside ovaries and uterus') and abdominal infection ('infection (other) describe: abdominal due to essure') in an adult female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: norplant from 1993 to 1994; for an unreported indication: paxil from 2001 to 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device allergy ("allergic or hypersensitivity reaction type: to the coils in essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced abdominal infection (seriousness criterion medically significant). In may 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required) and was found to have uterine cancer (seriousness criterion medically significant) and ovarian cancer (seriousness criterion medically significant). On an unknown date, the patient was found to have ovarian neoplasm (seriousness criterion medically significant), ovarian germ cell teratoma benign ("tumor / teratoma / cancer type: inside ovaries and uterus") and uterine neoplasm ("tumor / teratoma / cancer type: inside ovaries and uterus") and experienced allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain/ I was having severe abdominal pain and constant periods"), genital odour ("down below it smelled like dead meat/ skunk") and bladder injury ("he said that he nicked my bladder by accident during"). The patient was treated with antibiotics, ibuprofen and surgery (ablation on (B)(6) 2008 and total hysterectomy (uterus and cervix removed)/ oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, uterine cancer, ovarian cancer, ovarian neoplasm, abdominal infection, device allergy, female sexual dysfunction, migraine, allergy to metals, dysmenorrhoea, ovarian germ cell teratoma benign, uterine neoplasm, genital odour, bladder injury and dyspareunia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal infection, abdominal pain, allergy to metals, bladder injury, device allergy, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital odour, menorrhagia, migraine, ovarian cancer, ovarian germ cell teratoma benign, ovarian neoplasm, uterine cancer, uterine neoplasm, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2005 and explant date: (B)(6) 2011. He said that he nicked my bladder by accident during the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: I was advised the tubes were closed; in (B)(6) 2005: was advised the tubes were closed. Dr. Said the procedure worked and there were no complications.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: in my abdomen/ malposition of essure device, location of device: it had busted through fallopian tubes and had gotten caught somewhere'), fallopian tube perforation ('perforation (fallopian tube(s))/ malposition of essure device, location of device: it had busted through fallopian tubes and had gotten caught somewhere'), uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ I was having severe abdominal pain and constant periods'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), uterine cancer ('tumor / teratoma / cancer type: inside ovaries and uterus'), ovarian cancer ('tumor / teratoma / cancer type: inside ovaries and uterus'), ovarian neoplasm ('tumor / teratoma / cancer type: inside ovaries and uterus') and abdominal infection ('infection (other) describe: abdominal due to essure') in a female patient who had essure (ess205) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal infection (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction type: to the coils in essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/ I was having severe abdominal pain and constant periods"), genital odour ("down below it smelled like dead meat/ skunk") and bladder injury ("he said that he nicked my bladder by accident during") and was found to have uterine cancer (seriousness criterion medically significant), ovarian cancer (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant), ovarian germ cell teratoma benign ("tumor / teratoma / cancer type: inside ovaries and uterus") and uterine neoplasm ("tumor / teratoma / cancer type: inside ovaries and uterus"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)/ oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, uterine cancer, ovarian cancer, ovarian neoplasm, abdominal infection, hypersensitivity, female sexual dysfunction, migraine, allergy to metals, dysmenorrhoea, ovarian germ cell teratoma benign, uterine neoplasm, genital odour and bladder injury outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal infection, abdominal pain, allergy to metals, bladder injury, device dislocation, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, genital odour, hypersensitivity, menorrhagia, migraine, ovarian cancer, ovarian germ cell teratoma benign, ovarian neoplasm, uterine cancer, uterine neoplasm, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: I was advised the tubes were closed. Most recent follow-up information incorporated above includes: on 16-jul-2019: plaintiff fact sheet received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, abdominal infection, migraine, device dislocation, allergy to metals, dysmenorrhoea, fallopian tube perforation, uterine perforation, ovarian neoplasm, ovarian germ cell teratoma benign, ovarian cancer, uterine neoplasm, uterine cancer, abdominal pain, genital odour, bladder injury. Verbatim ¿malposition of essure device, location of device: it had busted through fallopian tubes and had gotten caught somewhere¿ clubbed with events ¿fallopian tube perforation and device dislocation¿. Verbatim ¿I was having severe abdominal pain and constant periods¿ clubbed with events ¿abdominal pain and menorrhagia¿. Outcome of event ¿abdominal pain¿ updated to ¿recovered / resolved¿. Severity of event ¿abdominal pain¿ updated. Essure removal date updated. Lab details added. Reporter information, patient details, product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.